Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise oversensing and pacing impedance measurements out of range low and high on the right atrial (ra) lead. A lead safety switch (lss) was triggered due to this out of range measurements. The device battery was determined to be depleting more quickly than expected. Technical services (ts) reviewed and recommended to evaluate this lead at the device replacement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise oversensing and pacing impedance measurements out of range low and high on the right atrial (ra) lead. A lead safety switch (lss) was triggered due to this out of range measurements. The device battery was determined to be depleting more quickly than expected. Technical services (ts) reviewed and recommended to evaluate this lead at the device replacement. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this lead was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.